Manufacturer narrative:
The 5 patient samples were submitted for investigation. The samples were run on an e602 module with reagent lot 245194 and an e801 module with reagent lot 176496. The customer's high results were not reproduced. The results from the investigation were all lower than the results from the customer site. The patient samples were tested in triplicate and compared well to each other. The samples were also run on an e601 module at the investigation site and the results compared well to one another. A specific root cause was not identified. A sample-specific issue is the most likely cause for the discrepant results. A product problem was not found.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 5 patient samples tested for elecsys troponin t hs (high sensitive) assay (troponin t hs) on a cobas 8000 e 602 module used at customer site a and two cobas e 801 modules used at customer site b. Erroneous results were reported outside of the laboratory. This medwatch will cover reagent lot 245194 used on the e602 module. Refer to medwatch with (B)(6) for information on reagent lot 176496 used with the e801 modules. There was no allegation that an adverse event occurred. An e 801 module serial number was provided as (B)(4). The serial number for the 2nd e 801 module was not provided. It is not clear which results correspond to the serial number provided. The serial number for the e602 module was not provided. Based on a review of alarm trace data for all analyzers, the e801 modules showed multiple abnormal aspiration alarms and the e602 module showed abnormal probe sucking alarms. The alarm trace data suggest severe pre-analytical issues or instrument pipetting problems. It was also noted that the clotting time of 20 minutes that was used for all patient samples except the first sample for patient 1 was too short. Additional possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.